Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs found no system fault error messages, however, the logs revealed a total power failure event in the device. The evaluation determined that the device failure to charge its internal battery and the total power failure event were due to a defective main circuit board (pcb) and internal battery. The main pcb and internal battery were replaced to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message and failed to charge its internal battery. There was no patient injury reported as a result of this incident.